Event description:
Doctor reported that a pt experienced tissue irritation and developed "holes in the skin" on the upper arch area after use of visco-gel. The symptoms resolved without any medical or surgical intervention.